Event description:
The catheter was placed in the right subclavian. Six months later extravasation was noted and dye line-o-gram under fluoro was performed to access catheter integrity. No leakage was found. Hard copy x-rays revealed the apparent shift of a catheter component at the point where the catheter connects to the port. A retrospective review showed a 1cm distal movement of the component along the catheter nine months later. No further movement was noted after the october film. Three months later a surgical portacath exploration was performed. The surgeon found the port catheter connection to be secure, however, the white rubber sleeve that fits over both the port catheter connections had migrated distally 1cm down the catheter. The sleeve was removed to prevent further distal migration and possible embolization. The sleeve was forwarded to the MFR for inspection and product review.